Event description:
A healthcare professional reported during a procedure, a loud popping noise was heard coming from the system while the surgeon was in the phaco mode. The system was exchanged to complete the case without harm to the pt. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could duplicate the reported problem. The cpc connector was broken, but is unrelated to the reported event. The cpc connector was replaced. The system was then tested and met all product specifications. The root cause is unk. (B)(4).